Manufacturer narrative:
The device was returned to olympus for inspection. There's no customer allegation; the device was returned for preventive maintenance/inspection and escalated to repair. A root cause could not be identified. Based on the results of the investigation: the most probable cause of identified failure was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. In addition, the most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited. There was no patient involvement.